Manufacturer narrative:
Concomitant medical product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that both of her devices were not working. There were no further complications that have been reported as a result of this event.